Event description:
Laparoscopic bowel injury resulted intraoperatively due to electrical arcing from 3mm hook cautery device. Converted to open procedure to repair. Injury repaired intraoperatively involving additional procedures.